Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs lead migrated after the permanent procedure. It was also reported the physician believes the migration resulted form the pt being moved to the hospital bed after the procedure. Subsequently, surgical intervention will be taken at a later date to address the issue.